Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The technician found the ac connector on the power control module broken and pulled away from the board. The technician replaced the power control module and calibrated the bed sensors to repair the bed.